Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their device stopped working and now they have to use the restroom every hour. The patient later that  the last couple days the implant was not working. When patient adjusts amplitude they did not feel stimulation sensation. Previously they would feel it every once in a while and no longer feels that. Patient increased amplitude to around 2.4, reviewed patient may want to consider going higher until they start to feel it again. Patient declined stating there is no point in turning it up because it is not working. Symptoms started a couple days ago, and patient cannot sleep because they are up every 5 minutes to urinate. No falls or traumas reported but the ins has started to flip flop since saturday. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment for the 19th. Patient additionally reported a return of baseline urinary symptoms. The issue was not resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.